Event description:
New information received notes that t-wave oversensing was observed. Programming changes were recommended but were not made.

Manufacturer narrative:
Post-sensed t-wave oversensing was observed, not post-paced; (B)(4).

Event description:
New information received indicated that programming changes were made but did not resolve the issue. The physician decided to cap and replaced the lead. The ICD was electively replaced to avoid a future replacement of eri. There were no issues with the ICD and will not be returned. The patient's condition was good.

Event description:
It was reported that post paced t wave oversensing was observed with no shock delivered. Reprogramming was performed. There were no adverse consequences reported for the patient due to this.